Manufacturer narrative:
Device passed displacement test. However, unable to prime device during the prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor. No compromised force sensor system alarms noted. The drive support was inspected and no anomaly noted. Device received with minor scratches on lcd window. Device received with cracked case at display window corners. Device received with broken battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin would squirt out during manual prime. Customer's blood glucose was 113 mg/dl. Customer reported he was wearing the device during priming. During troubleshooting, device alarmed a compromised force sensor system alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.